Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their device removed due to infection. It was noted that the patient¿s (B)(6) 2013 pump got infected and was removed shortly after. It was noted that the pump was removed but the catheter was left in the patient. It was reported later that the catheter was removed ¿on an emergency basis¿. It was noted that the pump was used to infuse dilaudid and an unknown ¿nerve medicine¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l60858, implanted: 1999 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional follow-up: it was later reported that wound cultures were positive for (B)(6); done on (B)(6) 2013. Location of infection was noted as the pump pocket. Patient was treated with IV antibiotics and as reported previously the pump and catheter were explanted. Infection was resolved and they were adjusting oral pain medications. Devices were not returned to the manufacturer.